Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the lead implant site and effective therapy was never established. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system has been explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.